Event description:
It was reported that before procedure, the anspach drill was tested and it passed. After 10 seconds of burring, the drill started making an extremely loud screeching noise. The anspach drill got extremely hot. The drill was switched out in order to complete the procedure. After the case, the drill was checked and the black rubber protecting the wires on the drill came loose from the body of the drill.

Manufacturer narrative:
The device was used in treatment and it was reported that after about 10 seconds of burring the drill started making an extremely loud screeching noise. The drill also got extremely hot. The black rubber protecting the wires on the drill came loose from the body of the drill. Device history record found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue whill continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. A drill test was run with the returned drill. It did not exceed 75000 rpm and started smoking after a couple seconds of the test. There was also an abnormal noise. The noise and subsequent smoking of the drill is consistent with a broken motor shaft driver in the drill. From previous reports we know that this is caused by excessive cutting forces, especially over time. The malfunction is most probably due to supplier / raw material fault.